Manufacturer narrative:
Zimmer biomet complaint (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Doctor reports that patient developed an infection around the tsvtb11 implant and it was treated with antibiotics. Tooth position # 7.

Manufacturer narrative:
This report is being submitted to relay corrected information. The event date was previously reported incorrectly as (B)(6) 2021. It has now been corrected to (B)(6) 2020.

Event description:
No additional or corrected information to report.